Event description:
It was reported that the patient was unable to feel any stimulation. It was also noted that the patients battery was completely dead. The patient underwent an ipg replacement procedure wherein an MRI compatible battery was implanted. The explanted ipg was discarded and patient was doing well postoperatively.